Manufacturer narrative:
Product analysis: the product specimen will not be returned for evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 1 year 3 months post implant of this mitral bioprosthetic band, the band was explanted and replaced with a bioprosthetic mitral valve. The native valve had regurgitation, and there was no problem with the mitral band. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was not reviewed because the event description did not indicate a potential manufacturing issue. The causes of re-operation for failed annuloplasty ring repairs are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there is no allegation of ring malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.